Manufacturer narrative:
Physio-control evaluated the device. Proper operation was observed throughout performance and functional testing. The alleged malfunction was not duplicated or confirmed. An error code was logged into memory which was indicative of a loss of communication between the defibrillator/pacemaker and the attached monitor while the pacing current increase button is being pressed. The device interconnect contacts were replaced as a preventative measure and the device was returned to the customer.

Event description:
The device was used to administer external pacing to a bradycardiac pt during helicopter transport. After approx. 10 minutes, an alarm tone was heard and pacing allegedly stopped for no apparent reason. The operator allegedly had to hold down the pacing current increase button to maintain pacing operation. The pt was successfully delivered to the receiving hosp. There were no adverse affects to the pt reported as a result of the alleged malfunction.